Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion, and an addition was made to the component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the DHR and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a 23 mm sapien 3 ultra resilia (s3ur) valve was successfully deployed. Post deployment, a transesophageal echocardiogram (tee) revealed a wide aortic insufficiency through the valve. Additionally, one of the leaflets did not work. As a result, a new 23 mm s3ur valve was implanted with +1 cc added to the nominal volume. Post deployment there was no central leak and no paravalvular leak.'' In the complaint for improper leaflet coaptation, there are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. But due to limited information provided, a definitive root cause was unable to be determined at this time. The complaint was unable to be confirmed due to the unavailability of relevant imagery or medical report. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. With the complaint for deployed valve exhibits central regurgitation, potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, one of the leaflets did not work, as reported. Due to improper leaflet coaptation, the normal functioning of leaflet is impacted resulting in observed central leak. As such, available information suggests that patient factors (improper leaflet coaptation) may have contributed to the complaint event. The complaint was unable to be confirmed due to the unavailability of relevant imagery or medical report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, this was a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve in a trifecta aortic valve. A 23 mm sapien 3 ultra resilia valve was successfully deployed. Post deployment, a transesophageal echocardiogram (tee) revealed a wide aortic insufficiency through the valve. Additionally, one of the leaflets did not work. As a result, a new 23 mm s3ur valve was implanted with +1 cc added to the nominal volume. Post deployment there was no central leak and no paravalvular leak. No additional complications were reported.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the device was not returned for evaluation.